Manufacturer narrative:
Customer complainted that the meter has a err message problem. Manufacturing records will be reviewed right after receiving the serial number and other device information. The device is not returned yet. Relevant investigation will be initiated after receiving those information.

Event description:
Err message of the self-monitoring blood glucose meter (model emng).